Event description:
Customer reported an injury of an employee. The employee, a laboratory aid, sought medical attention and was treated for a back injury. It was reported that the employee has continued to work. The injury was attributed to the handling of the lh series diluent (part number 8547194). This diluent is packaged in 20l containers. It was reported that the employee was wearing a back support belt at the time of the incident. The safety officer at the customer facility expressed concern regarding the handling of the diluent containers by employees. The customer reported that the cellophane outer wrapping is not containing a pallet of 50 containers of diluent. The containers are falling off the pallet. In addition, the cardboard boxes with the individual 20l containers are bulging. Customer reports that these issues have been occurring for the past few months. Exact time frame was not provided. The shipping weight of the product is 21 kg (46.2 lbs).

Manufacturer narrative:
A field service engineer (fse) was not dispatched, as the event is concerning the diluent packaging, not instrument performance. A review of the product history was performed. The review identified that the packaging was modified in 2000 to add side panel cut outs. These side panel cut outs were added to aid in grasping and lifting the product. This change provided a safer configuration for moving and lifting by evenly distributing the weight of the cubitainer for the operator. Root cause may be attributed to improper handling of the 20l diluent. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.